Event description:
Caller states customer tested 26 mmol/l at 09:43 on mobile system 1 and fell and became unconscious. The customer was treated with glucagon and an ambulance was called. Customer tested 20.1 mmol/l at 09:45 and 12.9 mmol/l at 09:57; both results were obtained on mobile system 1. Customer became conscious once the ambulance arrived; he tested 3 mmol/l on mobile system 2 while a professional advantage meter returned as 9.9 mmol/l (timeframe between the results is not known). It was not provided if the customer received professional medical treatment, but once the ambulance he left he began vomiting and was taken to the hospital. The customer was released 4 hours later. Customer's condition has improved. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 278129, expiration date 08/31/2013). (B)(4).